Event description:
Related manufacturer reference number: 1627487-2022-05256. Related manufacturer reference number: 1627487-2022-05460. It was reported that the ipg replacement procedure (related manufacturer reference number:1627487-2022-05460) the extension was electively replaced. However, the extension analysis revelated that the extension was fractured.

Manufacturer narrative:
(B)(6). The reported event of impedances issue was confirmed. As received, the continuity testing showed channel 8 electrical open was found on the returned extension. The cause of the event is consistent with damage during use. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.